Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. Factors contributing to a stent break include, but are not limited to, damage during manufacturing, over expansion of the stent, interaction with accessory devices, inadvertent mishandling, or anatomy characteristics. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, outer diameter of the guide wire, condition of the guide wire or guide catheter, damage to the catheter, anatomical conditions or accumulation of blood or contrast. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. In this case, it is possible the device may have interacted with the anatomy during deployment, resulting in the reported fractured stent (break) and material deformation. Further interaction between the device and the previously implanted stent may have contributed to the reported difficult to advance/position (crossability); however, without the device to examine, this cannot be confirmed. Complete re-dilation of the vessel was performed, and an active stent was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the anterior interventricular artery and circumflex artery. The 3.0x18 mm xience skypoint stent was implanted on (B)(6) 2024 in the circumflex artery. On (B)(6) 2024, the stent was noted to be fractured and unstructured in 2 places. A 2.5 mm unspecified stent was attempted to be advanced but could not cross the fractured stent. Complete re-dilation of the vessel was performed. An active stent was implanted. There was slow flow three days after the procedure, but this was not due to the stent. The patient was placed on long term dual antiplatelet therapy and will follow up in 3-4 months. No additional information was provided.